Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 04-dec-2017, a field service engineer (fse) was dispatched to the customer's facility. Fse replaced the tubing r4 on the rotary valve and cleaned the area. Fse then primed the instrument and ran quality controls (qc). The result was within acceptable range and the g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4)from 04-nov-2016 through 04-dec-2017 for similar complaints was performed. There was one similar complaint complaints identified during the searched period. The g8 operator's manual under chapter 1: applications, section 1.6 reagent and column preparation and installation provide guidance on column installation and checking for leaks. Under installing tskgel g8 column (page 7), the manual states "press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa. If leaks occur, tighten fittings." The most probable cause of the reported event was due to defective rotary valve tubing #4.

Event description:
On (B)(6) 2017, customer reported noticing a leak from behind the filter housing on the g8 instrument. Customer noted there is salt buildup and confirmed there was no backup from the waste tubing. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.